Event description:
Patient had vaginal hysterectomy in 2006. Physician used gyrus seal open forceps model 3103pk curved. Pt returned to physician with complaints of abdominal pain and vaginal bleeding 2 weeks later. Pt had laparoscopic surgery the same day and contact plate from forceps was found in suture line of cul-de-sac. Contact plate was removed. MFR notified on 3/21/06.